Event description:
It was reported that the patient¿s twitch/tic where they moved their head from left to right had increased to the point that they were doing it every minute. Patient had return of head/neck tics since (B)(6) 2015. The tics start on the patient¿s left side but work to the right side, the tics were consistent throughout the day and were occurring at night, happening every few minutes. The patient¿s range of motion stopped where the wires in the neck were and the patient was having neck problems. The patient could feel the wires which were right behind her ear pulling as she had the tics. It was involuntary and was the exact same thing as when they had the tic before surgery. The patient had not reported this early because she had wanted to make sure it was not related to her obsessive compulsive disorder (ocd) compulsions. It was noted that they were a compulsion action as she was told she was doing them in her sleep and at work. The patient knew this was not related to her ocd. There was no trauma or falls reported. There was a burning sensation at the lead/extension connection behind the patient¿s right ear which had started on the day prior to the date of this report. The burning sensation got worse by the end of the day. The patient was seen by their healthcare professional and manufacturing representative. Patient¿s implant appeared to look great. The patient had palpated behind the right ear over the header blocks of the extension wires but was not able to recreate the burning sensation. Over the past two weeks the patient had noticed a tingling/pressure from the header block behind the ear to her implantable neurostimulator (ins) which was also unable to be recreated via palpation during the clinic visit. The patient had not had a compromise of efficacy to the benefits confirmed from original ocd traits. There were no issues with recharging. Since the visit the patient had been able to feel the burning sensation with palpation behind her right ear. The patient had depth perception issues start friday prior to (B)(6) 2015. No electrodes were out of range. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3391s-40, lot# v556815, implanted: (B)(6) 2012, product type: lead. Product ID: 3391s-40, lot# v556815, implanted: (B)(6) 2012, product type: lead. Product ID: 64002, lot# n351854, product type: adapter. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).